Event description:
It was reported the case is cracked at both outputs. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case and upper case are broken. Battery release, heart block, heart wire contacts and the battery drawer are contaminated. The ring cover, side bail covers, ring, and side bails are missing. Lead flex cover is broken and corroded. Battery contacts are compressed and the main printed circuit board assembly are missing a component. (B)(4).